Event description:
The pt reported that 2 weeks ago, she had an x-ray which showed her catheter had dislodged. The hcp had recommended a revision. The pt also reported, a return of symptoms, 'possibly following the implant, revision or replacement'. She reported that she was at home and her condition was fair. The type of medication, concentration, and daily dose being administered via the pump were not replaced; device registration system indicates dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.